Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hub broke causing blood leak. After working with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium in the left atrium and exchanging qdot and octaray, the hub was broken and was leaking blood. We had to replace it with a new one. No air entered the patient¿s body. We could finish procedure without any patient harm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: the date of event was not provided. As such, field b3. Date of event has been populated with(B)(6) 2023. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 12-jan-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hub broke causing blood leak. After working with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium in the left atrium and exchanging qdot and octaray, the hub was broken and was leaking blood. We had to replace it with a new one. No air entered the patient¿s body. We could finish procedure without any patient harm. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 60000135 and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hub broke causing blood leak. After working with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium in the left atrium and exchanging qdot and octaray, the hub was broken and was leaking blood. We had to replace it with a new one. No air entered the patient¿s body. We could finish procedure without any patient harm. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, microscopic examination, and back pressure test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the hub. The brim cap, hemostatic valve, and silicone ring, were placed in its original place. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. No leakage were observed during the device. A device history record was performed, and no non-conformances related to the reported complaint were identified. The issue reported by the customer could not be confirmed as the device was returned without detectable damage. No device defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Biosense webster¿s quality process ensures all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).